Event description:
It was reported that they were trying to initiate therapy using arctic sun device sn (B)(6) but were getting a low flow alert, alert02) and patient line open alert, alert01). They disconnected and reconnected the pads, and made sure the lines were straight, and tried to fill the reservoir, but the flow rate was still low. Flow rate was 0lpm, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100 percent, pump hours were 1209, system hours 1276.3. Also, the reservoir level showed 3 out of 4 full, but when they tried to fill the reservoir, it did not take up any water. Had nurse stop therapy and disconnect pads. Started manual mode. 1.8lpm, -7.0psi, 70 percent. Connected pads one at a time. Right chest 0.9lpm, -7.2psi, 46 percent. Right thigh 1.4lpm, -7.2psi, 59 percent. Left chest 2.2lpm, -7.2psi, 7 percent. Left thigh 2.7lpm, -7.2psi, 94 percent. Disabled manual mode and started therapy, 2.4lpm. The pads were still connected when they were trying to fill the reservoir. Suggested removing the pads next time and see if they were able to fill. The device will give an alert if the water reservoir level was low and water needs to be added. Nurse stated they just called to troubleshoot low flow and were able to get therapy working. They had the device plugged into the bed outlet and it lost power. They moved the device to a wall outlet and now they were getting the low flow alarms again. Tried disconnecting and reconnecting the pads. They tried placing the device in manual control and connecting one pad at a time. The flow rate was still 0.1 l per min. Confirmed all of the tubing was straight, there were no kinks anywhere when they moved the device. Explained they can try going through these troubleshooting steps again. The circulation pump was working harder, and it may be causing the low flow. Nurse stated since they had already tried all of the troubleshooting, they would discuss with the team what to do next, they do not have another device to swap to. Informed nurse to send this one to biomed for evaluation. Informed nurse if they device they would like to try troubleshooting one more time, they can call back. Per follow up information received via phone on 17nov2025, spoke with nurse who confirmed they swapped both device and pads because the original pads continued to prime and drop to zero on the new device. They were unsure of the location of the pads or if they were kept. The new device and pads seemed to work fine and therapy completed.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Confirmed all of the tubing was straight, there were no kinks anywhere when they moved the device. Explained they can try going through these troubleshooting steps again. The circulation pump was working harder, and it may be causing the low flow. Nurse stated since they had already tried all of the troubleshooting, they would discuss with the team what to do next, they do not have another device to swap to. Informed nurse to send this one to biomed for evaluation. Informed nurse if they device they would like to try troubleshooting one more time, they can call back. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use under are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using arctic sun device s/n (B)(6) but were getting a low flow alertalert 02) and patient line open alertalert 01). They disconnected and reconnected the pads, and made sure the lines were straight, and tried to fill the reservoir, but the flow rate was still low. Flow rate was 0lpm, inlet pressure (ip) was -0.5psi, circulation pump command (cpc) was 100%, pump hours were 1209, system hours 1276.3. Also, the reservoir level showed 3/4 full, but when they tried to fill the reservoir, it did not take up any water. Had nurse stop therapy and disconnect pads. Started manual mode. 1.8lpm, -7.0psi, 70%. Connected pads one at a time. Right chest 0.9lpm, -7.2psi, 46%. Right thigh 1.4lpm, -7.2psi, 59%. Left chest 2.2lpm, -7.2psi, 77%. Left thigh 2.7lpm, -7.2psi, 94%. Disabled manual mode and started therapy, 2.4lpm. The pads were still connected when they were trying to fill the reservoir. Suggested removing the pads next time and see if they were able to fill. The device will give an alert if the water reservoir level was low and water needs to be added. Nurse stated they just called to troubleshoot low flow and were able to get therapy working. They had the device plugged into the bed outlet and it lost power. They moved the device to a wall outlet and now they were getting the low flow alarms again. Tried disconnecting and reconnecting the pads. They tried placing the device in manual control and connecting one pad at a time. The flow rate was still 0.1 l/min. Confirmed all of the tubing was straight, there were no kinks anywhere when they moved the device. Explained they can try going through these troubleshooting steps again. The circulation pump was working harder, and it may be causing the low flow. Nurse stated since they had already tried all of the troubleshooting, they would discuss with the team what to do next, they do not have another device to swap to. Informed nurse to send this one to biomed for evaluation. Informed nurse if they device they would like to try troubleshooting one more time, they can call back.